Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Boston scientific received information that this device, which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B)(6) 2007, declared elective replacement indicator (eri) with an extended charge time measurement of 21 seconds and a monitoring voltage of 2.56 volts. A replacement procedure was planned. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The device was later explanted due to normal battery depletion and returned for reliabiltiy analysis.